Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced an infection (cultures confirmed) at her scs ipg pocket site. As a result, the scs ipg was explanted and the patient received oral antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received clarified that the patient's entire scs system was explanted during the (B)(6) 2016 procedure. It was also reported the infection has resolved.